Event description:
The reporter stated that he did back to back blood glucose tests, within 5 minutes. His results were 221 and 272 mg/dl. He did not have any symptoms. Related that he had been in hosp four weeks prior due to elevated blood glucose, congestive heart failure and lung infection. Stated that he had hi meter readings; no specifics and no allegation of harm. He described his medication regime, said that he uses the confirmation dot and that he has good application technique. The lifescan rep reviewed testing with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8